Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 58 mg/dl. The customer stated that she reviewed her basal rate settings, and one of them had been changed to 18.0 u/h. The customer felt that her ex boyfriend made the change back in november or december. The customer stated that the hcp felt the issue was due to the insulin sensitivity settings, but they didn't know about the basal rate change at the time. The customer stated that the max basal setting was at 3.5, and she asked if her ex boyfriend could've made the change since it was set at 3.5. Advised the customer that it was highly unlikely since the max basal setting wouldn't allow you to program a basal rate higher than 3.5. The customer did not wish to troubleshoot further. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.